Event description:
The manufacturer received information alleging a ventilator inoperative error code was found while performing preventative maintenance on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, device cannot be operated after three restarts (e-088), in the device's error log. The third-party service technician further evaluated and determined the main printed circuit assembly (pca) board had caused the error codes to occur on the device. In conclusion, the device's main pca board was replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.